Manufacturer narrative:
(B)(4). Report source: other: hc adverse incident report reference no 180452; submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the patient experienced a hemorrhage and a pelvic hematoma with dimensions 10 cm transverse by 14 cm anterior-posterior by 13 cm cephalocaudal. Subsequently, the morning after the implantation procedure, the patient had a second surgery wherein her abdomen was opened and she lost 500 ml of clots and 600 ml of blood. The complainant added that after her first procedure to "break" the sling, she had an intense arterial blush. Her blood pressure had dropped to 63/35 and her heart rate to 31. Since then, she has more groin pain, a pain that radiates through her legs, pain during sexual intercourse, lower back pain, pain in her hips, and recurrent urinary incontinence.